Event description:
It was reported that the programmer failed to boot up. It was noted that when the programmer was powered on, it only went to a blank screen and did not boot to the main screen. The programmer was returned for service. There was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer would not boot to a normal screen, device displayed an error. It was also noted that the right keyboard hinge was broken.